Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date (which is indicated as "other"). Additional information will be submitted within 30 days of receipt.

Event description:
After removing the guidewire from the catheter outside the patient, the physician noticed that the coating of the guidewire was flaking or peeling off. The patient is a male. The location of the target lesion is unknown. The vessel had mild calcification, mild tortuousity and the rate of stenosis is unknown. The products were properly inspected and prepped prior to use. There is no information as to where the physician made access to the patient. There was no difficulty accessing the lesion with the guidewire or advancing the catheter over the guidewire. When the catheter was in place and the physician went to remove the guidewire to perform angiography, a resistance was felt with the guidewire and the catheter. Therefore, the physician removed the guidewire and the catheter simultaneously from the patient, in their entirety. It is noted that neither the guidewire nor the catheter were kinked during the procedure. Another guidewire was inserted into the catheter and the procedure was continued. There was no reported injury to the patient.